Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient who used both a dexcom cgm and a tandem insulin pump, had experienced inaccurate cgm readings and was hospitalized on (B)(6) 2022. At the time of the inaccuracy event the cgm was reading 250 mg/dl and the bg meter was reading 500 mg/dl. The patient was released from the hospital on (B)(6) 2022. She called tandem technical support to report this event on (B)(6) 2022 and at that time she reported that the issue was resolved. No symptoms, treatment information or other details of the hospitalization event were provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.